Event description:
One hundred and fifty four days post procedure, the patient had angina and a mild infarction. Restenosis was observed in the distal part of the most distal cypher select plus stent (2.5 x 8mm) that had been previously implanted. A new cypher stent was implanted to treat the restenosis. The patient had a lesion in the type b2, de novo, bifurcated, and heavily calcified left anterior descending. It was a 70% lesion with a length of 2.5cm. In 2006, the patient had a 2.5 x 8mm and two 2.5 x 28mm cypher select plus stents implanted in the left anterior descending branch overlapping each other. The patient also had a liberte bare metal stent implanted in the circumflex. The patient's medications include the following: aspirin, plavix, heparin and nitro.

Manufacturer narrative:
Please note: this ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted upon 30 days of receipt.